Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire is damaged. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. Additional observation related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were slightly exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that 8mm fenestrated bipolar forceps instrument was broken. No further information was provided. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have thermal damage on the bipolar yaw pulley at the distal clevis. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire damaged. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. Additional observation related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were slightly exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.